Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by diffused abdominal pain and low grade fever. The breach in aseptic technique was further specified as due to touch contamination. It was reported the patient was treated prophylactically with vancomycin and ceftazidime intraperitoneally two days prior to diagnosis. A day after peritonitis diagnosis, the patient was started on vancomycin (intravenously, dose, frequency and duration were not reported) and ceftazidime (intravenously, dose, frequency and duration were not reported) for peritonitis. Treatment with antibiotics were ongoing. Two days after the event onset, the patient¿s condition worsened and went to the emergency room and was discharged on the same day after a 24-hour observation. Three days following the event onset, a hemodialysis tunnel catheter was placed as the patient had issues with the peritoneal membrane not letting the fluid come out due to peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued and patient was on in-centre hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.